Event description:
It was reported that high, out of range pacing lead impedance, noise and no sensing were observed. A set secrew issue was suspected. The device to lead connection was tested invasively. Lead tested normal with the system analyzer so the device was explanted and replaced. All measurements were normal with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported field events of noise, high pacing lead impedance, and loss of ventricular sensing were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise, high pacing lead impedance, and loss of ventricular sensing could not be determined.